Event description:
It was reported that during tka procedure the screw was on a posterior stabilized reamer housing separate. The procedure was finished with a s+n backup device using the size 6 femoral trial to finish. The surgery was not delayed. Patient was not harmed in any way.

Manufacturer narrative:
The associated device, used in treatment, was returned and evaluated. A visual inspection of the returned device confirmed the stated failure mode. The collet is stuck on the trial, rendering the device inoperable. The thumbscrews also disassembled from the collet. All pieces were returned. The device shows signs of extensive use. A functional evaluation was attempted but the devices could not be separated. One of the collet retaining screws appears to be cross-threaded into the trial. A complaint history review found related failures; this failure mode will be monitored for future complaints and assessed for any necessary corrective actions. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. At this time, we do not have reason to suspect that the product failed to meet any product specifications at the time of manufacture. A review of the risk management file revealed this failure mode was previously identified. This device is a reusable instrument that can be exposed to numerous surgeries. Damage from prolonged use, misuse or rough handling are likely probable causes of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.